Event description:
It was reported that there was a lead revision because the original leads were no longer in the occipital region, they were wrapped around the neurostimulator which was placed in the upper back. The problem developed between the initial implant date ((B)(6) 2010) and the revision date ((B)(6) 2010). Both leads were replaced. During the lead revision, one of the leads came through the skin and was sticking out. The doctor was called back to the room and cut the tip of the lead and four contacts off when the company rep was outside of the room. The doctor decided to go ahead with the implant anyway and not revise the lead. The leads had backed out originally and now the new ones, the pt had one full 8 contact lead and the other lead was cut and had 4 contacts in it instead of 8. The pt outcome was very positive as of (B)(6) 2010.

Manufacturer narrative:
(B)(4).